Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the tip of the vitrectomy cutter became loose and came off when using it during surgery. The surgery type was unknown. The surgery was completed after the product was replaced. There was no patient harm. The issue occurred out of the eye. Additional information received from the company representative who indicated the needle was broken.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray. At the time of receipt, the probe needle was observed to be broken. The sample was visually inspected and found to be nonconforming with the probe needle broken at the stiffener sleeve, confirming the received condition. The degree of wear could not be determined due to the broken needle condition. A review of the device history record traceable to the lot number obtained from the device¿s rfid (radio frequency identification) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe needle is broken, which can be perceived as came off. How and when the probe needle became broken cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. An exact root cause for the broken needle could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).